Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the wireless module has an intermittent connection, and the unit won't turn on. There was no reported patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: unit came in with the complaint of ¿wireless module intermittent. Connection/unit won¿t turn on.¿ confirmed customers complaint by power up test with the module on the unit. It powers up fine without the module. The unit showed it wanted to do an update. Updated unit. Retested unit with module and now the unit powers up with no issue. Unit passes pvt (performance verification testing) and all other tests. Updated software. Unit was reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.